Manufacturer narrative:
Findings: pump received with bleeding lcd glass, cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window.

Event description:
It was reported that the customer had an incomplete lcd on the insulin pump. No additional information provided.